Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed for movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer's blood glucose level 7.7 mmol/l at the time of the incident. The customer reported getting unexpected requests to rewind the insulin pump on multiple occasions, the buttons being stuck, and a critical error. It was later found there was no critical error, just a pump error for the hall sensor counts. The customer also received a bolus not delivered alert. The customer was able to clear the alarm. The customer was able to rewind the insulin pump. Displacement test and self test both passed. The customer reported the insulin pump had been exposed to a magnetic field. The customer had been using a new case with a magnetic clasp. The insulin pump will not be returned for analysis.